Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr result. Result are as follows: date: (B)(6) 2014, inratio inr: 3.0, lab inr: 9.2. The time between testing was less than one hour. Reportedly, pt is (B)(6) years old, heparin flush intravenously every eight hours. The nurse states that she was more inclined to believe the result from the inratio rather than the lab because of the clinical presentation of the pt. Hemotocrit - 24.3%. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela, pt is in stable condition. There was no additional info provided.